Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was off the insulin pump at the time of the high blood glucose level but not prior 48 hours of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had a red x and an arrow to a book. The customer's blood glucose level was 400 mg/dl but this was when the customer was off the insulin pump. The customer¿s other blood glucose was 334 mg/dl. The customer was pushed in the water and the insulin pump got wet. The customer reported that they received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.